Manufacturer narrative:
T was reported that the set would not free flow. One sample model 2426-0500, lot 24083060 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a bag of water and was able to free flow using gravity. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris pump module smartsite infusion set was occluded. The following information was received by the initial reporter with the following verbatim: it was reported by customer that bd alaris pump infusion set connected to medication bag and unable to free flow prime tube. Attempted to flush tubing with ns syringe and unable to flush. Tubing disconnected and new tubing applied without incident. I have the tubing and packaging. Where would you like me to send the tubing.